Event description:
It was reported during the procedure when the trans-septal needle was inserted into the introducer sheath, without the use of a stylet, the physician could not push dye through the needle. The needle and the sheath were removed from the patient and a small piece of foreign material was noted to be occluding the lumen of the needle. The physician replaced both the needle and the sheath. Prior to inserting into the patient, the physician advanced the needle into the sheath and encountered the same problem. The physician replaced both the needle and the sheath for a third time and did not have any further problems. There were no consequences to the patient.

Manufacturer narrative:
One brk needle without a stylet was received for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned needle was received with some debris in the lumen. The debris could not be examined, however, after reviewing the dilator used in conjunction with this needle, it was confirmed skiving had occurred within the inner wall. The inner wall damage was consistent with the insertion of a re-shaped brk needle or not using a stylet during the insertion and advancement of a brk needle. The brk needle IFU requires the use of a stylet during advancement of the brk needle and instructs the user not to alter the shape of the brk needle. (B)(4).